Manufacturer narrative:
An event involving an unknown inserter that did not work properly was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for identification or evaluation. -medical records received and evaluation: no patient medical records were available for review. -device history review: a review of the device history records could not be performed as no lot information was provided. -complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and no medical information was provided.

Event description:
It was reported that during the primary hip surgery, the inserter did not work properly. Surgeon used another one and completed the surgery without any adverse consequences.

Event description:
It was reported that during the primary hip surgery, the inserter did not work properly. Surgeon used another one and completed the surgery without any adverse consequences.

Manufacturer narrative:
The catalog number and lot code of the inserter were not reported. It was indicated that the device would be returned for evaluation. A supplemental report will be submitted upon completion of the investigation.